Event description:
It was reported that a patient received an expedium system implant in order to correct for scoliosis on (B)(6) 2013. The first post-operative appointment on (B)(6) 2013, showed no changes; however, during the second routine visit on (B)(6) 2013, a radiograph revealed that the correction had been lost. One caudal monoaxial screw showed slippage on the rod, and the patient underwent a revision surgery. During the revision, it was noticed that the locking cap was loose on the affected monoaxial screw, though the other caps appear to be unaffected. Two additional screws were added to the construct to prevent further loss of correction. The torque limiting handle was shown to have the correct torque value after the reoperation.

Event description:
Additional information received 22jan2014: revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
Visual inspection noted linear marks across the circumference of the rod surface where the potential location of the setscrew was seated. No other defects or anomalies were indicated. A review of the device history record for the viper2 straight rod 300mm, cocr found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the viper2 straight rod 300mm, cocr was conducted on the specific product code from this complaint as the length of the implant affects the rod stress profile and therefore this length is not indicative of the family or vice versa. It was noted that there were no related complaints associated with issues of this nature; of which there was no harm to the patient but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the viper2 straight rod 300mm correction becoming lost cannot positively be determined. It is inconclusive of how this incident may have occurred. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10215 and 1526439-2014-10216.